Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began in (B)(6) 2017 (exact date not provided) at 11pm when she obtained a blood glucose reading of 297mg/dl using the subject device which she felt was elevated compared to her feelings and/or usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes using insulin (self-adjusts) and reportedly called her hcp immediately, who advised her to take 1 dose of her nphr insulin in response to the result obtained. The patient claimed that she experienced hypoglycemic symptoms of ¿sick, nauseous, tired and rapid heart beat¿ approximately 2 hours later, and self-treated by consuming a lot of orange juice. The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr noted that the meter was set to the correct unit measure and the test strips being used were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.